Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported pump will not turn on when door is open which was not reproduced. The reported condition was not verified. The cause was determined to be failure of the upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on when door was open. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.